Event description:
A doctor's office alleged that approximately thirty (30) patients had experienced black specks in their restoration after light curing the sonicfill material. This is the thirtieth of thirty (30) reports.

Manufacturer narrative:
Specific information with regard to age, gender and weight were not provided. The office could not recall patient or incident details. The office reported that the doctor had to cut out the black specks and repeated the procedure during the same office visit for the patient. To date, the patient is doing fine. A 'visual inspection' evaluation of the returned product was performed, yielding results within specifications. The paste appeared to be homogenous and free from contamination. No black specks were detected. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.